Event description:
Per the clinic, the patient experienced an infection, skin necrosis and skin breakdown over the implant site, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.